Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion. The reported field event of lead insertion anomaly was not confirmed in the laboratory. The device was tested on the bench and lead insertion tests and bore measurements were also performed and found no issues with the device header that could contribute to a lead insertion issue.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2017 for device check. Upon interrogation of the pulse generator, the longevity estimate to elective replacement indicator (eri) was 0.75 -1 year. The calculated longevity was 6 months. The device had reached eri on (B)(6) 2018. The patient experienced a lower heart rate as the device appropriately reduced the base rate. During the device replacement procedure, the physician had trouble engaging the set screw with the ventricular lead. Once the set screw was backed, it was difficult to remove the lead. The physician observed blood in the header of the device, where the lead tip is inserted. The device was explanted and replaced. The patient was stable post procedure.